Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-25-strip inserted backwards or upside-down. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. (B)(4).

Event description:
Consumer reported complaint for dead meter accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling lightheaded. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the (location). The test strip lot manufacturer's expiration date is 1/31/2018 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history. Customer needs assistance with dead meter feels light headed and does not want medical attention. A new battery was used and installed correctly. Customer inserts strips and meter does not turn on. Meter does turn on with white dot button.